Event description:
It was reported that the pump displayed a blank screen and did not emit sounds after the pt wore the pump in the pool. A family member reported that the battery cap is secure; it was new to the pump on (B)(6) 2009. She stated that the pump and battery cap threads were intact, the spring and metal contacts on the battery cap displayed no detectable damage, there was no visible moisture seen behind screen, and the battery compartment was dry. The family member inserted a new lithium 1.5v battery and she reported no sounds and nothing on the screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.